Event description:
A report was received stating that a patient was planned to have a caesarean section when the listed device was used to administer a local anesthesia. The patient reportedly received insufficient local anesthesia and was therefore given general anesthesia to perform the procedure. No adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Manufacturer narrative:
Device evaluation: the actual sample was not returned for investigation. The supplier of the anaesthesia medication completed a review of manufacturing records for the reported lot and concluded that the product met with specifications at final testing. The supplier also tested retained samples from the same lot for potency. All testing found the product to meet with specifications.